Event description:
It was reported that during removal of the catheter from the pt, the tip portion separated. A surgical procedure was performed to remove the separated portion. There were no add'l complications.